Event description:
Facility reported that there was a blood leak on a reused dialyzer. Ebl was reported as 300 cc, as extracorporeal system was discarded. There were no adverse effects to patient. Sample discarded.